Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent dislodged inside of a guide catheter. The pci procedure treated the 90% stenosed and severely calcified 25mm length target lesion located in the moderately tortuous mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5mm non bsc balloon and the attempted placement of a 3.0x28mm taxus liberte drug eluting stent. After several attempts to cross the target lesion, the guide wire and stent delivery system were removed to exchange the guide wire to a support wire. Upon removal of the stent delivery system, it was noted that the stent had dislodged inside the guide catheter. The stent was subsequently retrieved by removing the whole guide catheter from the patient as one unit. Withdrawal resistance was noted and it was reported that it "was deformed at the heavily calcified lesion." The procedure was successfully completed with another 3x28mm taxus liberte. All the packaging was in tact before the procedure began. No patient injuries or complications occurred. The patient condition was listed as "good".